Event description:
The pt received two leads with the same lot number. It was reported an x-ray was taken and both leads had migrated out of the epidural space but had moved down about two vertebral segments. Initially, the pt was reprogrammed and stimulation coverage was achieved. F/u identified the physician repositioned one lead and replaced the other lead to address the issue. It was reported, the pt regained effective stimulation postoperative.

Manufacturer narrative:
As received, the lead was in good condition. The returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.